Manufacturer narrative:
(B)(4). Batch # l54l2f. Incomplete cycle, spring lockout tab. Additional information was requested and the following was obtained: was the cartridge damaged? Yes. Was there difficulty installing the cartridge? No. Were staples protruding from the cartridge? No. Was the cartridge missing the staple retaining cap? No. Was the cartridge missing staples? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? No. The analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The reported event could not be confirmed as no damaged cartridge was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastroplasty (video laparoscopy) procedure, the white reload presented a defect. It wasn't possible to use it with the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.